Manufacturer narrative:
B5 - the reporter indicated that the surgeon impanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. High vault was observed. Lens remains implanted. Cause of the event is unknown. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. High vault was observed.